Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to device entering safety mode. The patient reported discomfort and overstimulation from diaphragmatic stimulation from the left ventricular (lv) lead. The crt-p has returned to the manufacturer. Oversensing and brady pacing not delivered when required with pauses were reported. The system was reprogrammed to provided lv therapy only. The crt-p has returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to device entering safety mode. The patient reported discomfort and overstimulation from diaphragmatic stimulation from the left ventricular (lv) lead. The crt-p has returned to the manufacturer. Oversensing and brady pacing not delivered when required with pauses were reported. The system was reprogrammed to provided lv therapy only. The crt-p has returned for analysis. No additional adverse patient effects were reported.